Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the moderately tortuous and moderately calcified iliac vein. A 18 x 60mm x 75cm wallstent-uni endoprosthesis stent was advanced to treat the lesion. The stent was fully expanded; however, the physician noticed a stent foreshortening of 2cm. The procedure was completed with another of same device. No patient complications were reported and the patient condition was good.